Event description:
The customer reported that the pump had an alarm during manual prime. Instructed the customer on a proper connection technique. It was verified if the connection is tight by pulling on the connector while holding the reservoir. A day later, the customer's family member called back and stated that the pt was hospitalized with dka. The family member would call back to troubleshoot the device. The family member did not release any info on the event at the time of call.